Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a long delay in receiving an alarm. It is unknown if the device was in use. There was no adverse event reported.

Event description:
The customer reported a long delay in receiving an alarm. It is unknown if the device was in use. There was no adverse event reported. Based on the information available the exact issue and its cause cannot be confirmed. It is unknown if there was any functional testing or technical investigation performed. Gfe attempts were made to obtain the additional required information to perform a full investigation. There was no reply to those attempts. Based on the information available, the device did not behave as expected by the customer, but because of a failure to obtain additional information we are considering this to be a malfunction of insufficient information / cause unknown, no further action is necessary at this time.